Manufacturer narrative:
The explanted stem is not available for eval. Add'l mechanical tests were performed on similar devices.

Event description:
Revision surgery on the right hip required due to apex modular stem failure. Original stem was implanted on (B)(6) 2004 and explanted on (B)(6) 2010, due to pin failure. Stem was replaced by another apex modular stem, with a larger pin. Pt is doing well post surgery.